Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose was 400 mg/dl. The customer reported that she has been running 200-400 mg/dl blood glucose lately. The customer reported the plunger isn't coming out. Customer states they are unable to remove the plunger rod. Advised pump will need to be replaced. The insulin pump will not be returned for analysis.